Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill process, the customer felt the side of the cartridge expand. A cartridge change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.